Event description:
During an atrial fibrillation ablation procedure utilizing a femoral access site, when attempting to remove the sheath resistance was noted and when fully removed from the patient, a part of the sheath was left in the patient. A snare was used to remove the broken off piece and there were no adverse consequences to the patient. The procedure was still noted to have been completed. All of the pieces were accounted for with both fluoroscopy and echocardiogram. No insertion difficulties or anatomical issues were noticed when introducing the introducer.

Manufacturer narrative:
One 7f fast-cath introducer sheath was received for evaluation. The sheath tube had been torn and separated. The distal portion of the sheath was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath is consistent with damage during use.